Event description:
The customer reported a burning smell coming from the system. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.